Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd syringe 3ml ll 200 s/c leaked. The following information was provided by the initial reporter :   it was reported by the consumer that when the max zero connector is connected to the 3mil syringe there is leakage. Event date: unknown. Samples: available.

Event description:
It was reported that 6 bd syringe 3ml ll 200 s/c leaked. The following information was provided by the initial reporter :   it was reported by the consumer that when the max zero connector is connected to the 3mil syringe there is leakage. Event date : unknown. Samples : available.

Manufacturer narrative:
H6: investigation summary: three photos received by our quality team for investigation. Upon visual inspection, a used 3 ml syringe is observed, on one image the syringe is connected to the max zero device. Unable to observe any defects or issues with the molding of the syringe. Physical samples are necessary to evaluate and further analyze the incident leakage at luer connection. A device history review was performed for reported lot 1131288, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Action were initiated including production log update to include the leak test with the help of the max zero device and generation of technical report to challenge the failure modes in the mold temperature and problems in the injection process.